Event description:
The technician alleged that the head of the stretcher is not staying down. No patient impact.

Manufacturer narrative:
The technician replaced both head gas springs to resolve the issue.